Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the oll2 device was not reported or able to be subsequently ascertained. The complaint could not be confirmed. This was a procedure related event. There was no report of any device malfunction.

Event description:
It was reported that on (B)(6) 2019 a patient underwent a concomitant on-pump mitral valve repair and a left atrial ablation lesion set procedure. Patient was heparinized with an unknown amount. Surgeon used an oll2 and cryo2 device to perform the pulmonary vein isolation ablations. During procedure, the surgeon observed a clot in the left atrial appendage (laa) and a clot was also found in the left atrium. The clot was removed from the left atrium and laa and the laa was managed using a stapler. Post- procedure the patient experienced a stroke.